Manufacturer narrative:
G5:510(k)#: k102985; b4:16aug2021. The device was being set up for use when the issue occurred though the device kept functioning it was not attached to a patient, no delay therapy was noted. There was no patient or user harm. A philips service engineer (se) was dispatched to the customer site and confirmed that the vibration dampening ring was out of place and the fan mount push pin was loose and was causing the fan filter housing to be wobble. The se repositioned the vibration dampening ring and the fan mount push pin was reattached to resolve the reported noise issue. There were no parts replaced.

Event description:
It was reported to philips that a noise occurred on the right side of the device. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.